Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the radial approach, the procedure treated the 85% stenosed, 2.25x14mm lesion located in the moderately calcified and severely tortuous left anterior descending artery. There was a bend in the lesion that was greater the 45° but less than 90°. Pre-dilation was performed with a 1.5x15mm apex balloon which reduced stenosis to 40%. Then the physician advanced a 2.25x16mm taxus liberte stent, but it could not cross the lesion. Upon the withdrawal of the stent, stent damage was noted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified distal stent damage. A stent strut was lifted on strut row 2. There were no kinks or damage along the shaft. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use, the device is contraindicated for use in lesions involving arterial segments with highly tortuous anatomy. The complaint states that the lesion anatomy was severely tortuous, and contained a significant bend greater than 45 degrees and less than 90 degrees. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the radial approach, the procedure treated the 85% stenosed, 2.25x14mm lesion located in the moderately calcified and severely tortuous left anterior descending artery. There was a bend in the lesion that was greater the 45° but less than 90°. Pre-dilation was performed with a 1.5x15mm apex balloon which reduced stenosis to 40%. Then the physician advanced a 2.25x16mm taxus liberte stent, but it could not cross the lesion. Upon the withdrawal of the stent, stent damage was noted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).